Event description:
It was reported that the wake button was sticking and difficult to press. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting follow-up, and no further action was needed at the time.